Event description:
It was reported that the atrial lead fractured and exhibited noise and clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned in two pieces. Final analysis found the outer insulation exhibited clavicular crush damage at 21.3 cm -22.3 cm from the distal tip. All filars of the outer coil were fractured in the crush region as well.